Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2012, 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post a device changeout procedure, the patient had phrenic nerve stimulation. The voltage on both the left ventricular (lv) and right ventricular (rv) leads was lowered and the leads remain in use. No further patient complications have been reported as a result of this event.